Event description:
Patient reported "capsular contracture baker grade unknown" and "initial implant was reimplanted". Patient underwent surgery for capsule removal. This record is for the left side. Device was reimplanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; device was re-implanted in the same patient (reuse of a non-reusable product).